Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via the representative reported the cause of there being no audible alarm for the three motor stalls was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and multiple sclerosis. The pump contained an unknown brand of baclofen [2000 mcg/ml] at a dose of 963.1 mcg/day. It was reported there were motor stalls in the pump with an estimated early replacement indicator (eri) of 12 months. The representative interrogated the pump post-MRI to confirm a motor stall recovery had occurred and noticed three other motor stalls that occurred in the last 8 days. The patient denied any other mris recently, denied exposure to electromagnetic interference (emi), denied hearing a pump alarm, and denied any symptoms of withdrawal on dates of the motor stall. It was unknown the reason for the stalls or what factors might have led or contributed to the issue. The representative notified the patient of potential withdrawal symptoms and was given pocket-sized references of withdrawal symptoms. The patient was also informed to be aware of pump alarms and to see medical attention if he experienced either. The representative notified another representative who worked with the managing physician to let him know about motor stalls in case he would like the pump replaced early. The issue was not resolved at the time of the report. Surgical intervention did not occur, and it was unknown if it was planned. The patient¿s weight was unknown. The patient status at the time of the report was alive ¿ no injury. Patient medical history also included osteomyelitis. Pump logs provided by the representative showed that when examined on (B)(6) 2018, a motor stall occurred on (B)(6) 2018 at 17:31 and recovered that same day at 18:06. A second motor stall occurred on (B)(6) 2018 at 18:20 and recovered that same day at 18:27. A third motor stall occurred on (B)(6) 2018 at 22:25 and recovered that same day at 23:10. No patient symptoms/complications were reported.